Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated,

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced with different manufacturer ipg.